Event description:
Upon evaluation by the manufacturer, it was noted that pin 4 had melted and was corroded. The device is reportedly cleaned with an alcohol pad or a cloth dampened with virex. No injuries reported. Requested return of suspect device and replacement was sent.